Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tip of the drill was broken during surgery and broken piece remained in the patient's body.

Manufacturer narrative:
Nondestructive examination of the returned device by a depuy material scientist confirms the reported fracture. The root cause is attributed to overload. No material defects were observed on the drill fracture surface that could have contributed to fracture. A complaint database search against the provided product/lot code combination finds no other reports against the product and lot code combination since its release to distribution. A review of device history records finds no related manufacturing deviations or anomalies. No product problem has been identified and corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Several follow up attempts were attempted to obtain the item and patient x-rays but were unsuccessful although the initial report stated both were going to be returned. A complaint database search was not possible as the supplied product and lot code combination is not vali or verifiable. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Nondestructive examination of the returned device by a depuy material scientist confirms the reported fracture. The root cause is attributed to overload. No material defects were observed on the drill fracture surface that could have contributed to fracture. A complaint database search against the provided product/lot code combination finds no other reports against the product and lot code combination since its release to distribution. A review of device history records finds no related manufacturing deviations or anomalies. No product problem has been identified and corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.